Manufacturer narrative:
Philips service repaired the host pc, replaced the battery and hard disk spare part, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to start due to a discharged host pc battery on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.